Event description:
My dad had a st. Jude medical pacemaker and leads -tendril st- implanted in 2007 at hospital. Approx 30 mins post-procedure, he experienced severe chest pain. It was determined that he had a cardiac tamponade and a pericardiocentesis was performed. The cardiologist removed 300cc of blood from the pericardial sac; however, by this time my dad's blood pressure had dropped significantly. Despite resuscitative measures, he was pronounced dead less than an hour later. The hospital has told me that this event was reported to the FDA, however, I am unable to find it on your web site. I want to ensure that it is reported. Dates of use: 2007. Diagnosis: pacemaker insertion for bradycardia.